Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that posterior capsule rupture has occurred during implantation of the rayone aspheric rao600c. As a result of capsule rupture, the healthcare professional implanted the rayone aspheric rao600c in the ciliary sulcus. The following are identified as possible causes of posterior capsule rupture in the rayner rayone risk analysis; plunger advanced too quickly, forcing a jammed plunger during iol insertion and lens delivered in 's' orientation. Rayner is following up with its distributor in the (B)(6) to obtain additional information to facilitate further investigation of the reported event. Our review of production records for the rayone aspheric rao600c batch 019130683 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (january 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 019130683.

Event description:
On 15th may 2019, rayner intraocular lenses limited received notification from its distributor in the (B)(6) of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during implantation of the rayone aspheric rao600c posterior capsule rupture occurred.